Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, adjust belt messages) has been confirmed. Upon investigation the ECG "a" and "b" cable connector j703 on the distribution node was physically pulled from the pca. The cause for the damaged connector was strain on the cable connecting ECG "a" and "b" to the front therapy electrode. The root cause for the strain to the cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was experiencing frequent "adjust belt" messages.